Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. The glenosphere (pn 115310 ln 220420) was voided since the disassociation occurred between the taper and baseplate if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. The glenosphere was voided since the disassociation occurred between the taper and baseplate if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Device product code - phx. Concomitant products: item# 110031405; lot# 64861497, item# 110031424; lot# 64862415, item# 010000589; lot# 702460, item# 113632; lot# 65010218, item# 115396; lot# 105070, item# 180550; lot# 216920. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital discarded as a biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision due to it was reported that the patient underwent an initial shoulder arthroplasty approximately two (2) months ago. Subsequently, the patient's shoulder dislocated and disassociated while trying to start a lawn mower. Patient reported hearing a noise and had the inability to move their arm. Patient was revised approximately one (1) month post-implantation. Upon opening the patient, it was discovered that the poly liner had dissociated from the humeral tray. Attempts have been made and no further information has been provided.